Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
Patient reported she is in constant pain on her right hip. Patient said she is thinking about legal representation and does not wish to provide further info to us at the moment.